Event description:
Additional information received indicated that only 2 leads, lot #: ab2311 and sn: 17180224 - lot #: 6268310, were fractured. The 3rd lead, sn: 17180241, was not fractured.

Manufacturer narrative:
Date of event is estimated. The report of lead fracture was confirmed. Analysis of the lead found a kink on the outer tubing where all internal wires were broken; the fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-14302, 1627487-2020-00681, 1627487-2020-00683. It was reported that patients leads got fractured. As a result, patient underwent surgical intervention wherein all the leads were explanted. It is not known which leads were fractured, so all leads are being reported.